Event description:
The customer reported the coulter lh 750 hematology analyzer was generating hemoglobin (hgb) vote outs. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 5/21/2015. The fse found that the hgb drain valve vl4c was broken and was causing the leak. The fse replaced the valve, which repaired the leak. The repairs were verified per established procedures. (B)(6).